Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) had faults whenever door got closed. A field service engineer (fse) ran hardware test application (hta), which opened and closed normally. The latch assembly was replaced as the srm was serviced before, and the application was restarted. Customer verified the functionality. Additionally, srm was calibrated in preventive maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator latch failed and could not be released. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.